Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated during the system checkout. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The main component of the system and other applicable components are: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that when the site is trying to verify their straight probe, the entire screen turns blue. Verifying a different instrument and the screen returns to navigating normally. It was confirmed that the same instrument tracker was used on both. They were able to replicate this issue twice. There was a less than 1-hour delay to the procedure and no impact on patient outcome.